Event description:
It was reported that bottle broke while using it.

Manufacturer narrative:
A photo was received by our quality team for evaluation. Based, on the photo provided and the review of the customer verbatim, it was determined that complaint is about cracking during use. The lot device history records were reviewed. All process and final inspections meet specifications. A CAPA has been opened for this issue. An in-depth investigation as part of that CAPA has been performed to identify the cause of the surgiphor bottle cracking during use. At this time this investigation discovered that the combination of the following variables are probable causes that contribute to the failure mode of surgiphor containers cracking during use: aging, bottle wall thickness/bottle weight, inspected product returned into the manufacturing lot, and upper end of the gamma sterilization dosages of the product. A follow-up will be sent if additional information is received. Procode: fqh (lavage, jet) and fro (dressing, wound, drug).